Manufacturer narrative:
Device technical analysis: the returned superion implant was analyzed and revealed that the spindle cap was completely separated from the implant body due to weld failures on all four welds. Investigation conclusion: with all available information boston scientific concludes that the reported event of the implant breaking during deployment was caused by a manufacturing deficiency. The spindle cap was completely separated from the implant body due to weld failures on all four welds.

Event description:
It was reported that during a superion implant procedure while attempting to deploy the device it broke. The device was removed successfully from the patient and replaced.